Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used on a patient that had a bland embolization of the liver for metastasis. The procedure was done via the right femoral artery using a 5fr sheath. Post procedure a 30 rao common femoral angio was done to make sure the site was suitable for an angio-seal device. The right common femoral artery vessel size was 7mm and was non calcified with no tortuosity. The 5fr sheath was removed and the 6fr angio-seal sheath was inserted and the vessel was located. The device was inserted and set properly. Then the device was withdrawn to complete the seal and the anchor was felt against the anterior wall but the spool did not release to expose the suture and black line. The collagen did deploy down to the arteriotomy site and hemostasis was achieved. Hemostasis was successfully achieved. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to update device evaluated by MFR. One 6fr angio-seal vip was received for evaluation. Severed hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the hub of the sheath was mated with carrier tube and the deployment sleeve was found in the rear lock position with the colored bands fully exposed. The sheath, carrier tube assembly and tamping tube appeared to have been cut distal from the hemostasis hub. Upon examination of the suture, a black shrink marker was found adhered to it. No anchor or collagen was returned. No other gross visual anomalies were noted. For functional analysis of the spool in the tensioner, the sheath hub and deployment sleeve were removed from the device cap. The tensioner was then removed from the device cap molding. Excessive blood like substance(blood clot) was found on the tensioner frame. There were several turns of the suture on the spool. A pair of tweezers was taken and first pulled the suture from the carrier tube assembly. On this distal portion of the suture, the clear shrink wrap marker, which provided resistance from removing the suture from the carrier tube assembly. The force was then applied to unspool the suture. There was no resistance experienced and the suture was able to be unspooled. The outer diameter of the tamper tube measured to be 0.060'' which was found to be within the manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that at the blood-like substances present within the inner lumen of the carrier tube or in the tensioner hub assembly led to withdrawal difficulty of the suture. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Event description:
Additional information was received 01 novermber 2019: terumo medical received a user facility medwatch report # mw5090380. The event description states: "at completion of endovascular embolization procedure, angio-seal device utilized for vascular closure malfunctioned. The operating physician was unable to remove the device as per product instructions, so the shaft of the device was to remove the delivery mechanism. The deploying physician obtained hemostasis. Suture failed to unspool from the device".

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information and to attach a medwatch.